Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer's investigation conclusion: a correlation between the device and the reported atrial fibrillation cannot be conclusively determined. It was reported that the patient presented to the ER with chest pain and numbness on the right side of the body. The patient had no vad alarms and the symptoms had improved once ems arrived and resolved en route to the ER. The patient was admitted and placed in isolation for ongoing mrsa. A neuro consult was done and a head/neck cta was recommended to rule out new thrombus. It was noted that there was no evidence of intracranial hemorrhage. The patient had atrial fibrillation up to 150 overnight and toprol xl was increased to 20 mg bid. Amio 400 mg was started. The patient stated that they felt the heart rate increased when walking from the bed to the chair. An echo showed poor lv unloading. The event reportedly resolved. The patient remains ongoing on vad support and no further issues have been reported. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The hm3 lvas IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2019 with complaints of chest pain and numbness on right side of body, no lvad alarms and no evidence of intracranial hemorrhage. The patient¿s symptoms had improved once ems arrived and resolved en- route to ER. The patient was admitted and placed in isolation for ongoing (B)(6). Neuro consult was done and recommends cta of the head and neck to rule out new thrombus. Additional information reported that on (B)(6) 2019 the patient experienced cardiac arrhythmias with atrial fibrillation (afib) up to 150 overnight, toprol xl was increased to 50mg two times a day. Amio 400mg 2 times a day was started. Patient stated feeling heart rate increase when walking from bed to chair. Echocardiogram with poor lv unloading. Additional information was requested, but not provided.